Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter had displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2016, 5:00am. The patient manages her diabetes with a combination of medications including metformin and lantus and reported that she made no change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that "immediately" after the product issue began she developed the symptoms of dizzy, thirsty, frequent urination, weak and eyes hurting. The patient stated that on (B)(6) 2016 she attended ER and was treated by a health care professional (hcp) with 8 units of insulin. No other device was used to obtain a blood glucose result. At the time of troubleshooting the cca noted that it was the first time the subject meter was being used, there was no misuse of the product, the correct test strips were being used and the patient carried out the correct testing steps. When the patient pressed the power button the error 2 message did not re appear. The product issue remained unresolved. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began. Additionally, the patient received treatment from a healthcare professional for an acute complication of hyperglycemia.